Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 377 mg/dl. Reportedly, the customer inquired if insulin on board (iob) had already been delivered or if iob was still delivering. Tandem's technical support educated the customer that iob is insulin that had already been delivered. The customer addressed bg level with a bolus via the pump.